Event description:
Boston scientific received information that this product was part of a system explant due to a patient infection. The physician believes that the infection was caused by an allergic reaction to a component within either the pacemaker, leads, sutures or delivery system and is running skin test and cultures to determine cause. There was no report of adverse patient effects due to the explant procedure.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.